Manufacturer narrative:
Evaluation summary: the returned device matched the report and the reported event was confirmed. Review of the manufacturing records revealed no discrepancies. The item returned was documented as faultless prior to distribution. The first windings of the thread are completely worn down, significantly deformed and material was displaced. Appearance and the extent of damage indicate that the strike plate was cross-threaded (under significant malalignment) into the nail handle several times. Such damage requires application of high forces. In case of intended use such damage would not have occurred. Based on the above facts the root cause of the reported event is not related to a deficiency of the device, but is rather linked to improper handling by the user. No non-conformity was identified.

Event description:
It was reported that the thread of the device is damaged.